Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6) . The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Manufacturer's first level investigation unit reports lancet is protruding from lancing device cap. No adverse event reported. The device has been forwarded for investigation.